Manufacturer narrative:
Other applicable components are: product ID: 37791, product type: recharger.

Event description:
The consumer reported that she was getting intermittent poor coupling when she was recharging. It was also reported that the stimulation from the implantable neurostimulator (ins) was not covering her leg and back. The patient was reprogrammed twice before, but the issue did not resolve. When a recharge session was attempted, the poor coupling screen was reported on the implantable neurostimulator recharger (insr) and it was confirmed that 6 boxes were shaded, but when the patient sat down, there were no boxes shaded. The antenna locator (al) feature did not resolve the issue and a replacement insr was requested. The patient stated that a manufacturer representative (rep) thought that there might have been an issue with the ins. This event occurred on (B)(6) 2015. On (B)(6) 2016, a rep met with the patient and reported that maintaining coupling bars was very positional as the location of the battery was in a concave divot. The rep also reported that the patient was reprogrammed but still could not achieve desired back and leg coverage. It was noted that the patient had a lot of abdominal/groin/knee coverage on many areas of the lead and 5 had impedances that were out of range. X-rays were done but the rep was unaware of the results. No appointment with the patient's healthcare provider (hcp) was planned. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.